Manufacturer narrative:
This is one of three reportable events concerning the same patient. There is a possible temporal relationship between ccpd therapy with the fresenius liberty cycler set and the patient¿s adverse event of peritonitis. There is no documentation in the file to show a causal relationship between the adverse event and the fresenius liberty cycler set, nor is there any allegation a fresenius device(s) malfunctioned or failed to perform as expected related to this event. The etiology of the peritonitis is unknown, therefore causality cannot be fully determined. However per the pdrn, the suspected cause of the peritonitis was the patient did not practice aseptic technique while performing peritoneal dialysis treatments. Therefore, based on the information available, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on related customer experience, it was reported by a peritoneal dialysis nurse that the peritoneal dialysis patient was treated for peritonitis in (B)(6) 2017. Follow up with the peritoneal dialysis nurse indicates that the peritonitis was a re-occurring event due to the patient not practicing aseptic technique when performing peritoneal dialysis treatments. Patient¿s medical records were received and revealed negative peritoneal effluent cultures.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.